Event description:
It was reported that the patient with this neurostimulator began feeling unusual sensations in their left leg and weakness. The patient stated that their leg gave out while they were walking to the bathroom. The patient stated that they had fallen multiple times in the last few days and was then using a walker. The patient described the pain as going from their knee and upwards. The patient stated that they began new medications due to a toenail issue but noted that the pharmacy advised that it should not cause any of the symptoms they were experiencing. The patient stated that their left buttock was also numb. The patient then stopped taking their medication. The patient was told that if stimulation was causing their issues, it would be on their right side since that is where their implant was located. The patient turned off their device to attempt to rule out stimulation being the cause for their symptoms. The patient later reported that their weakness had worsened. The patient went to the emergency room and they determined that their pain was related to their sciatic nerve and a bulging disc. X-rays and CT stans were performed and there were no concerns about device movement. The patient was put on pain medications and steroids and discussed surgical options for their back and bulging disc. There were no known device issues and no additional patient complications.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006.

Manufacturer narrative:
Block d2b: product code: additional product code qon. Block g4: premarket / 510(k) #: additional premarket/510(k) p190006. Concomitant product: model number: 1201, serial number: (B)(6), model description: tined lead, unique identifier (UDI): (B)(4). Block h11: the device was not returned for analysis; therefore, a technical analysis could not be performed. It was confirmed the device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the event of a negative physical event with unclear relation to device or procedure and ineffective or loss of therapy due to programming no longer being sufficient was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk.

Event description:
It was reported that the patient with this neurostimulator began feeling unusual sensations in their left leg and weakness. The patient stated that their leg gave out while they were walking to the bathroom. The patient stated that they had fallen multiple times in the last few days and was then using a walker. The patient described the pain as going from their knee and upwards. The patient stated that they began new medications due to a toenail issue but noted that the pharmacy advised that it should not cause any of the symptoms they were experiencing. The patient stated that their left buttock was also numb. The patient then stopped taking their medication. The patient was told that if stimulation was causing their issues, it would be on their right side since that is where their implant was located. The patient turned off their device to attempt to rule out stimulation being the cause for their symptoms. The patient later reported that their weakness had worsened. The patient went to the emergency room and they determined that their pain was related to their sciatic nerve and a bulging disc. X-rays and CT stans were performed and there were no concerns about device movement. The patient was put on pain medications and steroids and discussed surgical options for their back and bulging disc. The issue is ongoing. There were no known device issues.